Event description:
The nurse reported a system message displayed during aspiration. The surgeon was completing irrigation and aspiration (I/a) to remove the viscoelastic when he noted poor aspiration and then a system message displayed. The company sales rep tried rebooting the system without success. The surgeon completed I/a manually. The pt was placed on diamox to avoid any increase in the intraocular pressure. No pt injury or cancellations were reported.

Manufacturer narrative:
The facility has placed the service request on hold at this time. The root cause of the event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).